Manufacturer narrative:
Based on the current information provided, the cause of the post-operative complication is unknown. The sureform 60 stapler instrument and reloads were discarded by the site and are not available for evaluation. If additional information is received, a follow-up MDR will be submitted. The logs were reviewed by an intuitive surgical, inc. (Isi) advanced failure analysis engineer (fae) and the following findings were obtained: the logs showed that sureform 60 stapler instrument with part #480460-09, lot #t90211102-0025 was installed twice and fired two reloads (both blue). Both firings were completed per the logs with no pauses for compression. There were no incomplete clamps by this instrument. No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: after undergoing a da vinci-assisted sigmoid colectomy procedure, the patient had an anastomotic leak on pod #7. The leak was found posteriorly on the end-to-end anastomosis which was created with the use of a third-party circular staple gun. As a result, the patient was re-operated on and had a hartmann¿s procedure performed. Although 2 firings of a sureform 60 stapler instrument with blue stapler reloads were performed during the surgical procedure, it is unknown what task the surgeon performed that required stapling with the sureform 60 stapler instrument. It is also unclear if the sureform 60 stapler instrument or reloads caused/contributed to the post-operative complication. The cause of the post-operative complication is unknown.

Event description:
It was reported that after a da vinci-assisted sigmoid colectomy procedure, the customer reported that the patient had an anastomotic leak on post-operative day (pod) 7. The patient was re-operated on and had a hartmann¿s procedure performed. The leak was found posteriorly. During the initial robotic procedure, 2 firings with sureform 60 stapler (with blue reloads installed) were performed. However, it is unknown what task the surgeon performed that required stapling with the sureform 60 stapler instrument. It is also unclear how the anastomosis was formed since the surgeon indicated that the patient had good perfusion on indocyanine green (icg) and a complete "donut" upon anastomosis creation. The patient was discharged home. Intuitive surgical, inc. (Isi) followed up with the surgeon and obtained the following information: the patient presented with increased pain and fever. There was no malfunction of the sureform 60 stapler instrument or reloads that were used. There were no malformed staples seen and no obstructions were encountered in the jaws of the stapler during the firing process. The target tissue was not calcified or previously exposed to chemotherapy and radiotherapy. There was no tissue tension or tissue bunching seen during stapling. An end-to-end anastomosis was performed using a third-party ¿cdh 29 circular stapler gun.¿ a single pds suture was used to stitch a small flap of serosa anteriorly and to the right of the anastomosis. The staple line along the anastomosis was inspected during the procedure. A leak test was performed during the procedure and no air leaks were identified. There was no relevant medical history that caused or contributed to the anastomotic leak. A CT scan confirmed a posterior leak of the anastomosis. The surgeon believes that the second stapler fire was most likely associated with the reported event. The patient has been discharged home well with an end colostomy. The stapler instrument and reloads have been discarded. No images or video are available for review.